Event description:
It was reported that the patient with this pacemaker device called technical services (ts) and reported a syncope episode. Ts referred the patient to the device treating clinic for further evaluation. At this time, no adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.